Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14atms during predilation. The procedure was successfully completed with another of the same device. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.